Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic endometriosis - "tip of obturator bent and tip came off." Patient status - discharged

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation without the obturator tip that had fragmented. Engineering reached out to the customer to determine if the obturator was used for multiple insertions, but the customer did not specify. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause could not be determined. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.